Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3. The baxter technical services representative (tsr) explained the alarm. The patient was connected at the time the air was observed. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the air being seen. All of the bags were properly connected. There was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or an assist device. There was an open clamp on an unused line. The home patient (hp) had already turned off the hc for several hours. The tsr advised the hp to start over with new supplies and contact his registered nurse. Proper procedures were reviewed and there were no samples available. The lot numbers were not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.